Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was 100 mg/dl at the time of incident. Troubleshooting found that the pump continuously requests to perform the self test. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump alarmed hardware low level failure during self-test. Format history file analysis has confirmed hardware low level failures due to poor solder joints at the ambient light sensor on the keypad assembly. The insulin pump passed the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The insulin pump was received with scratched case.